Event description:
Healthcare professional reported right side deflation. Additionally, the device was reported to be implanted past it's expiration date. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: creases fold, wear abrasion, opening linear on radius and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: observed void greater than 1 mm in non-textured, valve-to shell-bond area and opening crease smooth on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.